Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a noisy EKG (electrocardiogram). The cables were swapped and other troubleshooting attempted, but the issue was not resolved. A faulty connector was suspected. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the noisy EKG due to loose connection on the link electronic module (lem) circuit board, as a result the lem board was replaced. It was also noted that the media bay door latch was broken off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.